Manufacturer narrative:
A2: age at time of event - 18 years or older. A visual inspection of the returned device revealed that there was a kink in the distal sheath assembly, the imaging window was detached from the lap joint section, and the imaging core was kinked near the detached section. The detached window was not returned for analysis. No other issues or abnormalities were found during the testing. Inspection of a picture provided by the site showed the imaging window detached from sheath assembly. Microscopic inspection revealed the imaging window was detached he lap joint section of the sheath assembly.

Event description:
It was reported that sheath detachment occurred. An opticross hd imaging catheter was selected for use in a percutaneous coronary intervention. It was noted that the sheath was detached and fractured. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that sheath detachment occurred. An opticross hd imaging catheter was selected for use in a percutaneous coronary intervention. It was noted that the sheath was detached. There were no patient complications reported and the patient condition was stable.